Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the customer complaint of error 23, and was routed to failure investigation upon discovery of a burnt component¿. The unit was triaged and the reported issue was confirmed. The most probable root cause is the use of an unauthorized power adapter by the user and/or typical wear of the tantalum capacitor on the circuit board. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 24-may-2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on 27-apr-2017 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, service tech has found burnt component.